Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from a funeral home and the physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the paperwork indicated the patient died approximately four months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary # product ID# addr01 the device was returned and analyzed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.